Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed. The omnipod's user guide warms to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and it also advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)".

Event description:
The pt's mother reported that about 3 month ago her son was hospitalized for high blood glucose (exact bg level was not provided) and there were ketones present. They placed him on an insulin drip and kept him in the intensive care unit overnight. She also stated that per the doctor's order she would have administered a bolus of insulin (exact dosage was not provided) every 30 minutes.